Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. No report that actual patient harm occurred or surgery was delayed.

Manufacturer narrative:
Unfortunately, since the involved product was not received, no physical examination could be performed. Functional testing of tubing from the same lot could not reveal any deviations from the release specifications. Device history record review revealed no deviations. Additionally, similar reports were received from this healthcare facility. Investigation of the products that were returned regarding these events also did not reveal any anomalies. In fact, additional information received, indicated that the reported flow problem was most likely related to a cannula from a different supplier. Based on the investigation performed, the reportedly compromised air flow could not be confirmed or attributed to the returned product.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during a vitrectomy surgery no air came out of the tubing for air-fluid exchange. No report that actual patient harm occurred or surgery was delayed.